Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The ins model and serial number, implant date, additional actions/interventions taken to resolve the overdischarge, and symptoms the patient experienced was not made available. Furthermore, the information regarding the current status of the affected device was also not made available.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a consumer with an implantable neurostimulator (ins) warning or fault notice. Two messages were observed with an inability to charge or operate the ins. The images meant the communication between the ins and recharger was interrupted or could not be established. Both messages meant to "reposition antenna". The difference between the screens was that one screen indicated the user used the therapy on or off button to activate the recharger. Of note, the patient endeavored to ensure the ins did not drop below around 40%. It was recommended to reposition the antenna over the ins, and press the green start charge/test key. No patient complication was reported. If the issue remained, another recharger should be tried and a patient programmer or clinician programmer could be tried to see if there was an issue with the ins. Additional information was received from the healthcare professional via the manufacturer representative. Repositioning the antenna over the ins did not resolve the message and the recharging issues as it was now recognized that the integrity of the battery had been compromised as the ins was found to be over discharged and this had also has happened on a previous occasion. The battery was tried to be started again on 2017-aug-16, but it was unsuccessful.